Manufacturer narrative:
E1 - facility name: (B)(6) hospital (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for a therapeutic laparoscopic procedure, the rigid video scope presented an image with occasional horizontal stripes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the reported malfunction was due to a component failure of the universal cord sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for a therapeutic laparoscopic procedure, the rigid video scope presented an image with occasional horizontal stripes. There were no reports of patient harm.